Event description:
Complainant alleged that the medics were treating a male pt who was in a cardiac arrest condition. They successfully defibrillated the pt three times, once at 200 joules, a second time at 300 joules and a third time at 360 joules. The medics then attempted to deliver a fourth shock (360 joules) to the pt, but the device displayed an "unable to dump" error message. The pt subsequently expired, but the complainant indicated that he did not believe that the pt outcome was as a result of the reported malfunction, as the pt had suffered a "massive heart attack." Subsequent to the event, the facility was unable to duplicate the malfunction.